Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
The physician reported that on (B)(6) 2011, when he programmed the smoothing feature to slow and the auto-threshold to on, he observed that the smoothing was modified from slow to medium. The physician asked for an explanation of the reported event. Preliminary analysis have shown that this behavior is a programming constraint described in the online help.